Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that, the customer experienced high blood glucose. The customer's blood glucose was 480 mg/dl. The customer also stated that, their infusion set had a bent cannula. The customer was assisted with troubleshooting for bent cannula. Customer treated with manual injection for high blood glucose. The insulin pump will not be returned for analysis.